Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00008: driver.

Event description:
During insertion of a screw, the driver tip broke off and could not be removed from the screw. The driver tip was left implanted in the patient.